Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During the troubleshooting, the nurse reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The technical service representative assisted the nurse to end therapy, and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.